Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
It was reported that the patient presented in clinic with a syncopal episode due to temporary pause in device pacing. Upon interrogation, the pulse generator function was normal and no evidence of the pause was recorded in the device's memory. The patient was hospitalized overnight to monitor the device and to evaluate leads prior to device replacement. No lead issues were observed. The device was replaced and returned. Patient recovered fully from the procedure and no adverse events were reported.